Event description:
It was reported to st. Jude medical that the device presented with a hardware reset message. Technical services recommended that the device be explanted and that the pt be monitored externally.